Event description:
Healthcare professional (hcp) reports a cracked header on reuse number 16 noted during pt use. Estimated blood loss is unknown, but per hcp was minimal. The crack was noted to be along the threads of the header. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.